Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found a material certificate of analysis is required. An analysis of the customer provided images found footprint ultra anchor had broke into 3 sections. A visual inspection of the returned device found that it was not in its original packaging. Only the proximal end of the anchor was received. The inserter of the shaft is bent. There is debris on the anchor and on the shaft of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment was not received for evaluation, thus functional testing could not be completed. An analysis of the customer provided images found footprint ultra anchor had broke into 3 sections. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found a material certificate of analysis is required. The complaint was confirmed. Factors that could have contributed to the reported event include an excessive force or torque, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder rotator cuff repair, the footprint ultra anchor broke into 3 sections. The broken pieces were retrieved with tweezers. A delay greater than 30 minutes was reported. The procedure was completed with a backup device and no further complications were reported.